Manufacturer narrative:
Patient code (B)(6) captures the event of a prolonged procedure. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the pacemaker replacement procedure, the patient experienced muscle jumping/twitching when the device was placed into the pocket. The movement was consistent with the heart rate. The lead was retested, with normal measurements observed. Anther pacemaker of the same model was connected to the lead and no further muscle jumping/twitching was present. The physician believed the attempted device had electric leakage and planned to return it for laboratory analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during the pacemaker replacement procedure, the patient experienced muscle jumping/twitching when the device was placed into the pocket. The movement was consistent with the heart rate. The lead was retested, with normal measurements observed. Anther pacemaker of the same model was connected to the lead and no further muscle jumping/twitching was present. The physician believed the attempted device had electric leakage and planned to return it for laboratory analysis. No adverse patient effects were reported.